Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that they had met with this patient and talked to them several times. When they were reporting that the device was off, they were referring to the handset, not the battery. They were reeducated and it was clarified that the handset does not have to remain on for the implant to be working. They will be seeing the patient again in a few weeks to confirm everything was still working as it should.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they went to the doctor on tuesday and the doctor adjusted it and it was working fine until last night it was not working so they could not control their bladder. Caller said this morning they looked at it and therapy was turned off. Caller asked why it would turn off. Agent reviewed some reasons therapy could have been off. Caller said they were accidentally turning it off after a procedure they had, it was working great before the procedure then after the procedure it wasn't anymore, they learned it was off and stopped doing that but they think it may have been turning off on it's own prior to seeing the hcp. When they saw the doctor on tuesday the doctor set it and told them to leave it alone and caller said pt did leave the equipment alone they did not turn it off. Caller said they called the hcp today and was told to call the company to potentially meet with a rep. Offered and sent email to the reps in the area. Redirected to their doctor. The issue was not resolved through troubleshooting.